Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013 a distributor contacted animas reporting that there was no power to a pump. This complaint is being reported because it was not resolved. There is no allegation of an adverse event associated with this complaint.